Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator esg-400 stopped working and gave an error e433. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The cause could not be established due to no findings being available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.